Manufacturer narrative:
The axium prime coil was returned without the instant detacher, the microcatheter, or the accessories device. The axium prime coil was decontaminated. The actuator interface was detached from the coupler tube and held together loosely by the release wire. The positive load indicator was undamaged. A bend was found between the positive load indicator and break indicator. A break was found on the break indicator with the release wire also broken. This is indicative of a mechanical detachment attempt performed at the actuator interface and a manual detachment attempt at the break indicator. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. The implant coil was found attached to the pushwire and undamaged. An in-house instant detacher was not used to attempt to detach the implant coil due to the damage condition of the pusher. A manual detachment was attempted by breaking the pushwire distal to the break indicator and the release wire was pulled back, successfully detaching the implant coil with no issue. Under microscopy, the outer jacket was removed to gain access to the coin. The coin was measured and found to be within specifications. The lumen stop and the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. No other anomalies were observed. Based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pusher was returned with the implant coil still attached. There was evidence of both mechanical as well as manual detachment, however, the release wire was also broken. During analysis, the implant coil was successfully detached by breaking the pushwire distal to the break on the break indicator and the release wire was pulled back to successfully release the implant coil. It is likely that the cause of the non-detach is the release wire breaking during physician attempt to detach the implant coil and therefore the release wire was not pulled back to release the detach element. There was no malfunction of the pusher or non-conformance to specification identified that led to the non-detachment. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the instant detacher were not returned, any contribution of the instant detacher to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for investigation; therefore, the event cause could not be determined. Correspondence has been sent for the device. Once the device has been received and the investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic framing coil failed to detach with the instant detacher (ID) and via manual detachment (breaking of the hypotube, an alternative detachment method presented in the instructions for use). Therefore, the coil was removed the patient. One detachment attempt was made with the ID and one attempt via the manual detachment method. A second ID was not used. A new coil was used to treat the patient. No patient injury occurred. The anatomy was reported to be normal.